Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, no drops of insulin were seen coming out of the cartridge. There was no impact to the user's blood glucose level. Reportedly, the cartridge was changed and the load process was completed successfully.